Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the returned photos, white foreign matter was observed on the syringe product and the top web was observed to be cut and torn. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 80 bd plastipak¿ luer-lok¿ syringes had white, granular foreign matter found embedded in them. The following information was provided by the initial reporter, translated from chinese: "the end customer employee reported that the product could see white granular foreign matter in the packaging bag before use."